Event description:
Over a four-month period, there have been reports (12 or so) of the medication volume with pca (patient-controlled analgesia) administration being greater than expected when volumes are checked when pca is discontinued, or pump reset. This discrepancy includes allowance for priming and bag overfill. In some instances, the pca pumps were examined and determined to be functioning properly. The concern is that this has led to under-dosing of patient pain medication. The problem appears to be occurring with priming.